Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl 50 mcg/ml at 25 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported on (B)(6) 2017, the patient 'hit a button' and was receiving a critical alert sound every 10 minutes. The patient had consulted with physician about pump and sought medical attention. On (B)(6) 2017 additional information was received from a manufacturer's representative (rep) indicating the critical pump alarm was heard/confirmed by telemetry and safe state, low battery and reset occurred on (B)(6) 2017 according to event logs. The patient experienced withdrawal symptoms/issues on (B)(6) 2017 and have not supplemented with other forms of medication. The symptoms were considered sudden. They reviewed pump replacement or managing the patient by other means (ex: po meds) and rep inquired about silencing the audible pump alarm. Follow-up was performed to obtain further event details, outcome, and root cause with no additional information reported at this time. No further complications were reported/anticipated.

Event description:
Additional information received from a consumer indicated the patient had notified their physician after hours/on call physician on (B)(6) 2017. The patient went to the emergency department per the manufacturer's orders to have them call the representative. It was noted this was not done and backup treatment was not provided. The patient spoke to the physician on (B)(6) 2017 and saw them on (B)(6) 2017. The alarm restarted that night ((B)(6) 2017), the patient met with a device manufacturer representative and determined the pump battery was dead. Circumstances that led to the critical alarm included the addition of a personal therapy manager (ptm) device. The symptoms experienced included symptoms of decreased medication dosage/abrupt withdrawal of intrathecal fentanyl. The patient noted it was not fun and noted to look them up, they had them all. Steps taken to resolve the alarm included multiple interrogations of the pump, turning the alarm off, resetting dates, and calling in representatives. The patient had surgery to replace the pump on (B)(6) 2017. The patient noted hearing the alarm every 10 minutes for 72 hours was worse than waterboarding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.